Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that mega suturecut needle driver (msnd) instrument cable was ¿sticking out¿ at the tip.